Manufacturer narrative:
Device evaluation: a review of the manufacturing records was conducted. Manufacturing controls: at the diopter inspection the lenses are measured 100% for diopter power, resolution, and astigmatism. Lenses that do not meet the acceptable measure/resolution are rejected. The inspection data for the diopter power process was reviewed and was found within specification. This production order has acceptable intraocular lens power results. No lenses were rejected due to diopter fall out or incorrect lens power. At final inspection the p/o documentation (quantity process, or rejects due to dropped or lost lenses) was evaluated and they did not show any irregularity through the process. At print proof operation there was no discrepancies identified. Non-statistical trend review: no other investigation requests have been received for this p/o. A review of the last year from the month when this complaint was received showed no adverse trend for the complaint types and lens model. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this p/o. Product met manufacturing release criteria.

Event description:
Our office in (B)(4) received a report of a patient whose visual outcome was different than what was targeted post implant of a z9002 intraocular lens (iol). The patient had hyperopia and is concerned about his symptom. The iol remains in the eye. This lens is within the scope of recall (B)(4).

Manufacturer narrative:
Age or date of birth was not provided. Date of event field is not completed as it was not provided. Lens remains implanted. (B)(6). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
The patient¿s age at the time of the event was (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted.